Event description:
It was reported that the right ventricular (rv) lead delivered 44 inappropriate shocks. A subclavian fracture was visible on x-ray. The lead had high impedance, high short interval counts (sic) and showed episodes with noise. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: a proximal portion of the lead measuring 23 cm was returned. Analysis was performed and no anomalies were found.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: (B)(4). Performance data collected from the device was received. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Oversensing due to non-physiologic signals/sic (sensing integrity counter) was indicated and other oversensing associated with the right ventricular lead was indicated. There were 12-ventricular non-sustained tachycardia episodes less than or equal to 210 ms on (B)(6) 2013. There were 34-ventricular fibrillation episodes less than or equal to 210 ms average ventricular-cycle between (B)(6) 2008 and (B)(6) 2013. There were 3 patient alerts for out of tolerance subthreshold lead impedance between (B)(6) 2013 and (B)(6) 2013. The weekly pace lead trend data shows an increase for maximum right ventricular pace equaled 600 to inf(un-filtered data) ohms peak between (B)(6) 2013 and (B)(6) 2013. The ventricular short interval count v-sic equaled 4869 counts, in 3.89 day between (B)(6) 2013 and (B)(6) 2013. (B)(4).